Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer was advised to replace the front panel. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had a water mark on the screen and that the touch screen is not working.furthermore, there was no patient associated with the event.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.